Manufacturer narrative:
Concomitant medical products: product ID: dtma2qq, serial#: (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the device exhibited unexpected battery depletion. Approximately four months after implant the device longevity went from four years to 2.3 years. No actions were taken and the device will be monitored during follow up checks. No patient complications have been reported as a result of this event. On (B)(6) 2021 it was later determined that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.